Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid. On an unknown date, the patient was hospitalized for the event and was later discharged. The cause of peritonitis and treatment for the event were unknown. At the time of this report, the patient has recovered from the event. On an unknown date, treatment with dianeal 1.5% therapy was discontinued however, treatment with dianeal 2.5% therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.